Manufacturer narrative:
Batch review performed on 11 february 2019: lot 140518: (B)(4) items manufactured and released on 27-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. On the 29 january 2019 the device were checked and we detected a packaging lacking, the brach returned only the implant without the packaging. From the returned device no visual inspection is possible because the packaging (that is the subject of this complaint) is lacking.

Event description:
Femoral wedge posterior was loose in the box, the primary packaging was broken.